Manufacturer narrative:
Additional information: d10, h3 and h6. Device was received in back-up (bvvi) mode with a broken lead connector tip stuck in the header. The setscrew hex inset, and threads had dried blood and the hex inset was stripped that resulted in difficulty of removing the atrial lead from the device¿s header. After cleaning the hex inset, the atrial lead connector was able to be removed from the header within the specified torque. The device was in back-up mode post explant consistent with cold temperature and low battery voltage due to normal usage. With new battery attached, the device exhibited normal device characteristics. The original battery voltage is at eri level. The implant duration exceeds projected longevity and it is considered as normal battery depletion.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During a routine device exchange, the header of the device would not separate from the right atrial (ra) lead. The device was explanted and replaced to resolve the event. The patient was in stable condition.